Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient hospitalization was not extended.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed following placing the sheath into the left atrium. A coronary angiogram was performed and it was confirmed that there was not an air embolism. Nitrolol was given which resolved the st elevation. The case was continued and was able to be completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed five applications were performed with balloon catheter 2af284, lot 40444-09. No system notices or issues were confirmed; pending results of the returned sheath.

Manufacturer narrative:
Event summary: the reported issue, st elevation, cannot be assessed through data analysis. The case was continued and was able to be completed with cryo. No further patient complications have been reported as a result of this event. This is a clinical issue encountered during the procedure. No product malfunction was reported. Upon visual and functional testing of the flexcath sheath 4fc12/ 31091 ¿ 100, results showed the device was intact with no apparent issues. Functional testing of the sheath showed the deflection worked as per specification. Dissection did not show breakage of the pull wire. In conclusion, this complaint is about a clinical issue (st elevation) encountered during the procedure. The sheath passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.